Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified venous side of arteriovenous dialysis graft. An 8.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 8.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending approximately 46mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination found no issues or damage to the tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified venous side of arteriovenous dialysis graft. An 8.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.